Event description:
From dr. [Redacted]: on [redacted] my first case with dr. [Redacted], we were performing a cervical decompression with the patient prone and in pins.  I realized after about 35 minutes that my remifentanil infusion (syringe pump) had not infused any medication. I possibly wasn't infusing phenylephrine too. The alaris pump did not alarm (high pressure etc.).  The pump was set to the correct parameters.  And after removing the b braun tri-connector the pump correctly infused medication.  I believe that this is a serious near miss given that the patient was in pins and operating near the spinal cord.  I am thankful that I was monitoring neuromuscular blocking agents with the senzime to avoid patient movement.